Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's device had gone crazy. They had it set on 7 and, one morning, they got up and was sitting and "the thing started banging away inside (the patient) three times". They stated the stimulation was on "warp over-drive" and felt like a "ball pin hammer in there hitting on the lower bowels and places like that". The patient stated they turned it off in response to this. At the healthcare professional (hcp) office, they turned it on and started raising it for a test when it went crazy again. The test was stopped because it was painful. It was also reported that the patient could, sometimes, feel a vibration or a "low monitoring, like an electronic device was on real low". They used their patient programmer (pp) to turn the stimulation off, but could still feel some vibration. The patient also stated that their hcp said they had a defective program. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called in with the letter they were sent on (B)(6) 2017 and reported they were not going to answer the questions and that the device implanted was defective. The patient reported they could still feel the vibration even though the implant was off. The patient reported the health care physician (hcp) turned the stimulator on and it was on 7. The patient was not sure if it was 0.7 or 7.0. The patient stated it was like someone was banging on inside them with a hammer and that the symptoms were located in their vaginal area. The patient reported the hcp used his programmer and started going high and the patient pulled the programmer away because they did not want it to hurt. The patient told the hcp they wanted it out. The hcp said he would take it out and the patient said "no." The patient mentioned that they had a bladder sling in 2015, prior to and unrelated to the implant and not until (B)(6) 2017 did the hcp do any kind of medical diagnosis for the first time. The patient reported they were up 6-7 times a night going to the bathroom. They stated it worked at first but then they were going to the bathroom a lot. The patient reported they will have a new hcp take out the implant. The patient remarked they did not want medtronic to do any analysis and wanted an independent company to do it. There were no further complications reported/anticipated.